Event description:
Patient was receiving cvvhd and the machine would not pull of the ordered amount of fluid to be removed (100cc/hr). Attempted to troubleshoot, changed the set, and the machine continued to malfunction. Switched the prismaflex machine and the replacement machine operated as programmed. No patient harm.